Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Also received with cracked case at the display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had physical damage. Customer stated the screen was not visible. Customer stated that the insulin pump got damaged due to seat belt and car door. Customer's blood glucose was 130 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.